Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use the shield was discovered to be damaged with a bd vacutainer® 9nc 0.109m 0.2 ml plus blood collection tubes. The following information was provided by the initial reporter, translated from (B)(6) to english: a shield was deformed.

Manufacturer narrative:
Investigation: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for a deformed cap with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that prior to use the shield was discovered to be damaged with a bd vacutainer® 9nc 0.109m 0.2 ml plus blood collection tubes. The following information was provided by the initial reporter, translated from japanese to english: a shield was deformed.